Event description:
A broken door, found during svc. No additional contact info was provided. The hosp rep stated they have no record of any pt incidetn involving the pump since the last baxter svc event.